Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing difficulty charging the pump with the usb cable and wall adapter. The customer's blood glucose level was not impacted. Tandem technical support confirmed during follow up that the customer was able to charge the pump successfully using replacement charging supplies